Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient saw the nurse who worked for their doctor on (B)(6) 2019. They said that something was wrong with their device and said they needed to make an appointment. The patient called to make an appointment with the doctor and couldn¿t get in until (B)(6) 2019. Someone called them ahead of time and said they could get them in on (B)(6) 2019. When the doctor read the battery they said that it was dead. Additional information was received from the patient and stated they couldn¿t stop shaking, their whole body would shake. When the patient got up in the morning they couldn¿t even write their name. The patient had a job where they had to use their hands and they couldn¿t work. The patient went to the rheumatologist diagnosed with fibromyalgia and they put them on pills. The patient went to the neurologist and they kept giving them pills saying their fibromyalgia was causing the shaking. The patient saw the doctor again and was prescribed medication and they said it was going to take a while. They gave them a depression pill and told them to take one pill for 14 days, take two pills for 14 days, and then take three pills for 14 days. Then they said their other doctor had taking depression medication in the morning. 6 weeks ago their regular doctor had them take more medication 300 mg at night. Then they went to see their other doctor and had them take 300 more mg in the morning too. They texted them and said they were having a really hard time. Their regular doctor put them out of work and they didn¿t want them too. The patient was given 300 mg more medication for the morning and night by their regular doctor. The stimulation was shown to be on. Patient services reviewed the patient will have to work with their doctor. They asked if they had any impedances testing done, and the patient said no. They told their doctor could into tech services to help with troubleshooting or request for a rep to go to the appointment. The patient¿s symptoms were considered sudden. They also had a screen on their programmer that had guys with legs. Additional information was received from the patient. They wanted to find out what was wrong and why they were shaking. They were questioning if the ¿device in their head¿ went bad. It was noted that the patient had a fall and fell on their head a couple of times in (B)(6) 2018. They had problems with their knees and said they slipped down the stairs. There were no further complications reported.